Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (389 mg/dl). Customer treated elevated levels by delivering correction boluses. System check was performed with tandem technical support and the pump performed as intended. Customer declined to check the infusion site as customer stated it was typically normal for bg level to be elevated during the day. Recommendation was made for customer to consult with health care provider regarding pump settings. Follow up with customer was performed same day and customer reported that bg level was improving (256 mg/dl).